Event description:
It was reported that during a pre-testing process, it was observed that the motor device lost power and cut ¿off under load¿. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a loose muffler tube and holes in the hose by the muffler. Therefore, the reported condition was confirmed. It was determined that the loose muffler and holes most likely caused the device to run with low power and stop under a load. It was determined that there were holes in the hose by the muffler which was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was further observed that the loose muffler tube was due to loctite deterioration. The device also showed signs of damage that was caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.